Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an unspecified location of the tubing of a large volume infusor. The pm was discovered during fill of the device at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from may 17, 2019 - may 21, 2019. The device was received for evaluation. A visual inspection was performed and found reddish brown measured to be 0.30 square mm in size particle was observed, located inside the tubing line. The particle was not moving inside the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Fragment of burnt pvc can potentially be inside the tubing during the molding process of the tubing. The reported condition was verified; however, the particulate is not in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.